Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8120 failing plunger force accuracy. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has a 8120 module failing pm during plunger force accuracy. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: let biomed know that the split nut is failing. Unit is still under warranty and recommended to send it in for repair. Biomed will call back to get a warranty RMA.